Event description:
A week following the implant of an evoke spinal cord stimulation (scs) system, the patient developed an infection. Antibiotics were prescribed prior to the explant of the scs system.